Event description:
The prod was not used in the pt. The physician noticed that the precise stent was partially deployed upon loading the device unto the wire. The tip of the stent was slightly bent. The prod was not used in the pt. The prod will be returned for analysis.

Manufacturer narrative:
Add'l info will be provided within 30 days of receipt.